Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mash erosion, incontinence, pain, scarring, infection, urethral injury and adhesions. Excisions of the mesh were performed. Subsequent treatments and/or therapies were also reported.